Manufacturer narrative:
The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
UDI number: (B)(4).

Event description:
The recipient reportedly is experiencing open electrodes. External equipment was exchanged, however, the issue is not resolved. Revision surgery is under consideration.

Manufacturer narrative:
The external visual inspection revealed cut silastic overmold along the electrode lead as well as a dislodged electrode ground ring sleeve prior to receipt. These are believed to have occurred during revision surgery. The photographic imaging inspection revealed broken electrodes at the fantail region. The electrode condition prevented some of the electrical tests from being performed. The device passed some of the tests performed. Dissection and the scanning electron microscopy analysis of the electrode revealed that all the electrode wires had tensile breaks at the fantail region. The photographic inspection and the scanning electron microscopy analysis of the electrode revealed evidence of tensile breaks on all sixteen electrode wires at the fantail region. These breaks can be associated with the open and shorted electrodes reported. A corrective action was implemented. This is the final report.

Manufacturer narrative:
(B)(4). The recipient reportedly underwent explant surgery.